Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the surgeon side console (ssc) was disabled and did not deploy for draping. The customer received assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse review the system logs and found error 1 and 23031 for console #2. The customer power cycle the system, but the errors came back. Tse informed the customer that they could power cycle the system again, or they could power down or disconnect the blue fiber cable going to console #2. The customer removed the blue fiber cable from console #2 and brought the system up as a one console system and continued with the case. However, when the customer tried to reconnect the blue fiber cable to console #2 and power cycled the system, the errors on the left master tool manipulator (mtm) returned. Site powered system off and disconnected console #2. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: site was able to complete the procedure with the second ssc. The delay was less than 15 minutes.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate the reported issue and replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mtm was analyzed, and the reported failure was reproduced during power up. The complaint was confirmed based on the field evaluation and the failure analysis, which indicates that the device did contribute to the customer reported issue.